Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. History of osteosarcoma.

Event description:
During a site visit it was reported that a methotrexate under infusion occurred on the 3 east unit. The infusion was to be completed in 4 hours. Upon checking, the pump reported that 37 ml were left to be infused, however the buretrol still had 119 ml to be infused. The nurse requested assistance from a chemo-certified rn, who increased rate by 25% per protocol. The nurse contacted fellow to notify him that the methotrexate would now be scheduled to run 13 minutes over scheduled completion. The fellow okayed the nurse to complete full transfusion. When the nurse put in 30 ml flush per protocol, when the pump said "kvo, infusion complete" there were still 11 ml to be infused. So, rn stayed in the room and continued to program in more fluid until buretrol was empty and infusion was complete.